Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) manifold drive failed. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) when performing calibration of each transducer, a malfunction was found during calibration. After checking the inside of the device, a malfunction was confirmed in solenoid valve k12 by fse. After replacing the drive manifold with k12, the problem disappeared and calibration was possible. Subsequent operational inspection showed no problems and the results were good.unit returned to customer.

Event description:
N/a